Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. A guidezilla¿ guide extension catheter was selected for use. During preparation, outside patient's body, the device was placed on the catheter table as replacement of the guidezilla¿ guide extension catheter which became kinked. However, a lint thread similar to a gauze was noted on the device. The device was still used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The complaint device was not received at the complaint investigation site(cis) for analysis. Returned to the cis for analysis was a piece of foreign matter(fm), wrapped in gauze and inside a plastic petri container. The complaint device was disposed of by the customer. Fm analysis was conducted by personnel from the maple grove complaint investigation site (cis), mtac lab and operations engineering. Imaging of the sample appears to be two materials present on strand, also a brown colored residue can be seen. Appears to be a clear material and green material in the fm strand. Five spectra were collected of the fm sample, there appears to be two different materials present. Material 1 appears to be a thermoplastic copolyester, a spectral subtraction was performed to further analyze the spectra. Secondary component to spectra appears to be similar to a proteinous material. Material 2 appears to be a polytetrafluoroethylene (ptfe), a spectral subtraction was performed to further analyze the spectra. Secondary component to spectra appears to be similar to a proteinous material. The investigation conclusion was unable to be determined. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the guidezilla was removed with the guide catheter.

Manufacturer narrative:
Initial reporter phone updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10589. It was reported that a foreign matter was found on the device. A guidezilla¿ guide extension catheter was selected for use. During preparation, outside patient's body, the device was placed on the catheter table as replacement of the guidezilla¿ guide extension catheter which became kinked. However, a lint thread similar to a gauze was noted on the device. The device was still used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the guidezilla, which became kinked, was removed with the guide catheter.